Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several hours post implant the right ventricular (rv) lead experienced t-wave oversensing (twos) post left ventricular (lv) only paces. Programming options were discussed. Follow up with the company representative indicated that no changes were made. The lead remains in use. No patient complications have been reported as a result of this event.